Event description:
International customer reported that a needle broke during insertion of a femoral access line. The needle was reportedly grasped at the base. An initial cut-down to excise the needle fragment was not successful. X-rays were taken, the needle fragment was localized and was then surgically removed under local anesthesia.

Manufacturer narrative:
Date sent to the FDA: 02/03/2009. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.